Event description:
It was reported that the device had premature battery depletion. It was also reported that the right ventricular lead had no capture, even at maximum output. The device was explanted and replaced, and the lead was evaluated during the device change-out and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated current leakage in an integrated circuit. Offsite analysis found the device with a severely depleted battery resulting in the reported no-telemetry condition. The depleted battery was due to high system cd. The electrical analysis data was consistent with the l303 ic being the cause of the excess current. However, the failure mechanism within the l303 ic was not determined because the l303 ic was damaged during the extraction process from the hybrid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.